Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had a rash on his back. The rash was not open. The patient reported that he and his wife (who is a nurse) had been cleaning the area with alcohol and using lotion. Follow-up indicated that the rash was improving.